Manufacturer narrative:
Analysis of the blade found that visually, the green inner hub seal was dislodged when received. The tip of the blade was discarded. There was no damage or anomalies in the construction of the seal. The shaft/tubing was bent and broken. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade's blue plastic washer was dislodged off and became wedged between inner and outer shaft during the procedure. There was no patient impact.